Event description:
On (B)(6) 2012, the reporter contacted animas and stated the keypad buttons were unresponsive. The issue reportedly occurred last night. The patient denied damage to the keypad. The patient reportedly wore the pump in a case outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "up", "down" and "ok" keys are unresponsive. The keypad was removed and contamination was observed under the "up", "down" and "ok" key contacts.